Manufacturer narrative:
Correction - h6 - pacing problem should not be included.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right ventricular (rv) lead was oversensing noise which caused a switch to an asynchronous pacing mode. The rv lead was capped and replaced on 30 oct 2023. The patient was in stable condition.